Event description:
I started itching in random places for no apparent reason around the same time the device was inserted. I had no reason to think it was the essure because I wasn't made aware there was nickel in the device, which I am allergic to. Later I started having issues with pain, depression, sleeping a lot more than normal, irritability, very abnormal periods - I bleed enough to have to change a super plus tampon every half an hour during the heaviest point of my period. It has never ever been like this before. I also have a scraping/burning pain sensation that's almost constant in my abdomen. It feels like someone is scraping my insides with a hot knife, with stabbing pains that shoot all over from my abdomen occasionally. After going to an allergist, I was diagnosed with nickel allergy, cobalt (which is found frequently used with nickel, and in stainless steel), and a couple other non-related allergies. I'm extremely worried about my surgery to remove this device (which will be scheduled for (B)(6)), as I am allergic to every antibiotic I've taken. I don't know what will happen if I develop an infection post-op. And a partial or full hysterectomy is the only way I can get this removed. I'm only (B)(6). I have had to go the ER a few times for the problems I now attribute to essure (after finding out about the nickel). This needs to stop.